Manufacturer narrative:
The report that the pump module is not passing rate accuracy testing was confirmed and duplicated during the investigation. The pump module was found to be nearing 13 years of age and wear in the camshaft assembly was identified as the cause. Temporary replacement of the camshaft assembly corrected the issue and when the original camshaft assembly was re-installed its rate accuracy failure returned indicating the issue tract with the camshaft assembly. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported the device did not pass rate accuracy testing when performing pm; bd service technician unable to calibrate device. Requested device be provided to customer advocacy. There was no report of patient involvement.